Event description:
When using the stapler to close the skin of the patient, the staples did not advance into place. A 1-2 staples fired and then none. This happened with 2 staplers in a row until the third one worked appropriately.